Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Unable to confirm complaint, device not returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's laboratory blood glucose test results are 125 mg/dl. Blood glucose test results reported of 250 mg/dl. The test strip lot# requested but not provided. Adverse event not reported.